Manufacturer narrative:
The investigation determined that non-reproducible lower than expected vitros amon quality control result was obtained from a non-vitros control fluid using vitros amon slides on a vitros 5600 integrated system. The assignable cause of the event is most likely an instrument event related to microslide incubator contamination. A review of historical amon qc performance identified atypical within-laboratory vitros amon qc performance compared to ortho guidelines, indicating the vitros 5600 instrument was not performing as intended. An ortho fe performed service actions that included microslide incubator decontamination. Following completion of service actions, acceptable amon quality control performance was observed.

Event description:
The customer observed a non-reproducible lower than expected vitros amon quality control result from a non-vitros control fluid using vitros amon slides on a vitros 5600 integrated system. Level 3 result: 177.78 umol/l versus expected 236.0 umol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Although there were no reports of affected patient sample results, it cannot be confirmed that patient sample results were not affected and would not be affected if the event were to recur undetected. There were no allegations of patient harm. (B)(4).